Event description:
It was reported that a patient implanted with an impella 5.5 suffered a stroke. There was facial drooping and left sided weakness. This was treated by heparin. The patient survived the event.

Manufacturer narrative:
A.4 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
No product was returned for investigation. The root cause of the stroke was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.